Manufacturer narrative:
Concomitant product(s): a 305c223 tissue valve, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s spouse that there has been some trouble with the patient¿s right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.